Event description:
Boston scientific crm received information that this ventricular lead was exhibiting high threshold measurements. The physician requested a new lead. The original lead was explanted.